Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s right ventricular lead relayed an oversensing issue with some loss of ventricular capture. The lead was considered stable and the patient will continue to be monitored.